Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 540 mg/dl and 94 mg/dl. Customer believes he had something on his hands when he obtained the reading of 540 mg/dl that would have caused a high reading. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.